Manufacturer narrative:
A titan touch pump, cylinders 1 and 2. Reservoir and inlet connector/tubing segment were received for evaluation. Microscopic evaluation revealed surface abrasion on all pump tubing, indicating repetitive contact between surfaces. No functional abnormalities were noted with the pump. Microscopic evaluation revealed partial separations within abrasion in the exhaust tubing/strain reliefs for cylinders 1 and 2. No functional abnormalities were noted with cylinder 1 or cylinder 2. No functional abnormalities were noted with the reservoir. Microscopic evaluation revealed surface abrasion on the inlet tubing segment. No functional abnormalities were noted with the inlet connector/tubing segment. The information received indicated there was a hard pump, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced due to a hard pump. No other adverse patient effects were reported.